Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned cardiac resynchronization defibrillator (crt-d) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to an unknown reason. This device was returned and analyzed. No additional adverse patient effects were reported.